Manufacturer narrative:
Analysis: visual inspection of the cloth cover shows several green and white multifilament implantation sutures still attached to the device. A moderate amount of off-white pannus remain attached to the cloth cover along the inner and outer rail of the band, and around one end of the band. Radiography shows no evidence of fractures in the device. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device likely related to patient condition or implant technique. Device replaced with no reported adverse patient effects.

Event description:
Medtronic received information that this annuloplasty band detached from the mitral annulus, resulting in regurgitation, noted on echo. It was reported that the etiology of the patient's valvular disease was rheumatic heart disease and ruptured chordae tendonae. The surgeon explanted the annuloplasty band with no reported complication. To date, there have been no reported patient symptoms.